Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level due to needing a personal profile settings adjustment. Bg was reported to be over 500 mg/dl and was addressed via a correction bolus and manual injection. Tandem technical support advised the customer to consult their healthcare provider regarding settings adjustments.